Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in resetting the pump from technical support, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.